Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient family stated that implant not working well at all, said patient was urinating at night and soaked in the morning. The patient had no control at night. The patient family stated patient was stressed in the morning because she takes ¿40l¿ of lasik and has to go shortly after that, stated frequency/urgency was bad at that time. The patient family reported that patient did not feeling stimulation while therapy was on. There was no fall or trauma reported with this event. The patient was not feeling stimulation in the correct location. The patient family increased by two clicks and it was recommended to make small increases since caller said they haven't made any adjustments since implant. Since patient family stated he hasn't made any adjustments themselves and hasn't had any in office adjustments. The patient family stated encouraged to call patient services to review pp use. The patient family reported that that change in symptom /therapy was noted as sudden. It was also reported couple months ago symptoms worsen. The patient was diagnosed with alzheimer¿s disease. Patient does not intend to follow up with any hcp. The patient family was instructed to first work with current programs since they haven't done that yet and if they have worked through all 4 programs and no improvement then next step would be to contact hcp for reprogramming session. The patient indicator for use is urinary dysfunction/sacral nerve stim/gastrointestinal/ pelvic floor and gastrointestinal/pelvic floor.